Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, with haptic vibration present but no device action, and after a remote restart via the mobile app the display remained nonfunctional and showed lines; video and photos were provided, and a replacement device was arranged. Symptoms included no clinical symptoms reported. Outcomes included no impact reported to daily activities, no injury, and no medical intervention. Investigation included customer interview and request for return and evaluation. Investigation of this case revealed that the device exhibited a nonresponsive user interface button and a malfunctioning display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.